Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on a nano meter, compared to a professional meter, within 10 minutes: 300 mg/dl-something (nano) and 190 mg/dl (emt roche meter). No adverse event reported. Return of the suspect device was requested for evaluation.